Event description:
Received information of a leaking cartridge. Customer's blood glucose level was elevated. Customer declined troubleshooting for elevated blood glucose level and for the leaking cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.